Manufacturer narrative:
The insulin pump passed the functional testing, including the prime test, displacement test, rewind, basic occlusion test, occlusion test, and excessive no delivery alarm tests. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window, missing end cap sticker and cracked case near the display window corners were noted. The drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported via telephone call that there was a hospitalization due to high blood glucose. The blood glucose reading at the time of admission was 159 mg/dl. The customer reported that the blood glucose had been running high for a week. The customer was given iron pills and the blood glucose was monitored. The customer was wearing the insulin pump at the time of the event and stated that she had an issue with hemoglobin. The customer blood glucose at the time of the call was 218 mg/dl and she expressed symptoms of diarrhea, dizziness and lethargy. The customer reported that the drive support cap was not recessed and that the insulin pump had been dropped two weeks prior. The customer did not press on the drive support cap. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.